Manufacturer narrative:
The device was received and evaluated. Test analysis was performed following the specified x6000 repair manual. The unit was powered up to standby mode ok, the bulb failed to ignite. The cover was removed to inspect the assemblies. It was determined that the bulb was melted to the bulb housing as stated in the complaint. Also, with power applied the bulb fan did not operate. The bulb was replaced and it also did not work. Fan connector was removed and measure the voltage output of the control board to fan connector. The readings showed were 12v/5v on the pins 1 and 3. Measure the voltage with the fan connected and both voltages read 0v. Root cause: defective control board, caused no voltage to the bulb fan, which caused the bulb to overheat.

Event description:
It was reported that during the operation light was suddenly lost. Another unit was used instead, then the operation finished as expected. It has been used for 126 hours so far. There was no record to be fixed by nsk. Nsk tech service found around the lamp melted.